Event description:
Bi-level positive airway pressure (bipap) mask disconnected on three different occasions causing the patient to desaturate. The mask did not appear to secure tightly. Patient settings were 14/8, 100% fio2, non-heated.device #1is this a laboratory device or laboratory test?no.